Event description:
The customer reported that the shaver handpiece has a faulty switch. No injuries or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: an evaluation of the device confirmed the customer's reported problem. Further investigation of the handpiece found the device to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There have been no reported injuries associated with this failure.